Event description:
It was reported that in (B)(6) 2012 the patient fell in the garage and shattered her hip. It was noted that at first they thought the patient missed a step but now they thought she ¿seized out.¿ it was noted that right now the patient was going through reprogramming to see if they could get anything to work better. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v389407, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v372858, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).